Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. It was disinfected, opened, cleaned, checked and tested. However, the technician could not reproduce the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The involved gas blender was manufactured in 2011 and one previous similar event was reported. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (minimum pressure of 2bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Taking into account all the above information, hardware deviations with the device can be ruled out as the cause of the reported event. It cannot be ruled out that the e19 error cause was caused by an improper gas supply or a missed gas blender warm-up phase. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(4) switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.